Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.